Event description:
It was reported the devices were used during a coronary artery bypass graft. It was reported surgeon was using the reusable clip applier, lc107, with lt100, and when taking down the ima applied a clip close to the ima, squeezed the applier and the clip cut through the ima and stayed on the intercostal. Bleeding was controlled with suture to the ima. Surgeon had to take down the other ima.

Manufacturer narrative:
Reported in error.